Event description:
It was reported by the customer that the temperature therapy pad is leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A specific cause could not be determined as the product was not available for evaluation, however, previous investigations and the labeling review have shown that a likely cause is the blanket coming into contact with a sharp object. The device was not returned for evaluation.

Event description:
It was reported by the customer that the temperature therapy pad is leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.